Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 (model# m-4800-01 serial# (B)(4)), smartablate pump (model# unknown serial# unknown), 2 c3 cs refstar deflectable catheters (model# d-1285-01-s, lo# unknown), ez steer coronary sinus (model# unknown and lot# unknown), josephson quad (model# unknown and lot# unknown), striker reprocessed catheter (model# unknown and lot# unknown). Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4). Smarttouch was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure.

Event description:
It was reported that a female patient, in her 60s, underwent an ablation procedure for 3:1 atrial flutter and atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered an st segment elevation (requiring no medical or surgical intervention), a cardiac tamponade (requiring pericardiocentesis), and a thrombosis (requiring no medical or surgical intervention). Post-procedure, approximately 30 minutes after the sheaths and catheters were removed, the electrocardiogram revealed an st segment elevation accompanied by hypotension. Stat echocardiogram revealed a tamponade and a right atrial thrombus. It was noted that a pulmonary embolism was initially suspected, but no diagnostic evidence was reported and the diagnosis was not confirmed. Patient was transferred to the intensive care unit for overnight observation. There is no further information regarding hospitalization. Patient outcome is unchanged. Multiple unsuccessful transseptal puncture attempts, absence of anticoagulation in the right atrium, and a patient history of cardiovascular disease may have been contributing factors. There were no other factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Transseptal puncture was performed with a st. Jude medical brk needle. It was thought that a single access was obtained into the left atrium, but was withdrawn. No catheters were advanced into the left atrium. Sheath used was a st. Jude medical sl0 8 french. Generator parameters were not reported, as no ablation was performed. Irrigated catheter flow was set on 2ml/min. Patient did not receive anticoagulant during the procedure. The thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter.